Event description:
Customer reported via phone, she has been experiencing high blood glucose for a week and it has been 410 mg/dl. Customer stated she was attempting to bolus without any carbohydrate input and the device didn't calculate. Customer was advised the device will not calculate if no carbohydrates are entered. Customer declined troubleshooting. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.